Manufacturer narrative:
It was reported that allegedly the brace was rubbing on incision to the point of infection. Enovis rep stated that the patient was prescribed clindamycin to treat the infection. The brace has not been returned to enovis for evaluation. Possible root cause is patient maintenance or misapplication of the brace. There has been no further reported incident with this patient.

Event description:
It was reported that allegedly the brace was rubbing on incision to the point of infection.